Manufacturer narrative:
Review of customer instrument results found that the all wells appeared negative. The images were consistent with the reaction strength assigned by the instrument. The reactivity of the fya antigen was confirmed on retention capture-r ready-screen I and ii (crrs I and ii), lot x298 with anti-fya. This was the same lot used by the customer.2_cell testing was performed with customer's patient sample (reportedly containing anti-fya) using retention crrs (I and ii), lot x298 on in-house galileo. Sample was nonreactive with both cells.ab_ID testing performed with customer's patient sample using retention crrid, lot id118 on in-house galileo. This was the same lot used by the customer. Sample was nonreactive in all testing.hemagglutination tube testing was performed with customer's patient sample using selected fy(a+b+) and fy(a-) cells from retention panocell-16, lot 34628. Immuadd was used as potentiator and sample was tested at all temperatures. Sample was nonreactive in all testing.the event appears to be related to the nature of the sample.

Event description:
Customer reported an anti-fya not detected during validation testing on the galileo instrument.